Event description:
It was reported that the drill sleeve which is included in the set was too short, this caused the surgeon to over drill the length of the hole. Due to the fact that the drill gets thicker towards the proximal end, a 3.7 mm anchor, instead of the typical 2.4 mm anchor had to be used. A larger incision had to be made in the patient's skin to accommodate the insertion of the larger anchor, also the hole had to be drilled deeper. The procedure was a hand procedure; the exact procedure type is unknown, also the exact bone which this occurred on is unknown. No patient information available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complaint is still under investigation. Arthrex will notify the FDA of the results of this investigation once it has been completed. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.